Event description:
Olympus was informed that a pt returned to the user facility a day after having undergone a colonoscopy due to colitis. It is unk if the pt's condition was due to a chemical colitis or due to another issue. The pt was said to have been examined with the use of the subject device, and the subject device was said to have been reprocessed using a third party automated endoscope reprocessor (aer). There was no further info provided.

Manufacturer narrative:
Olympus f/u with the user facility to obtain more detailed info regarding the reported event, and was informed that the pt had undergone a diagnostic colonoscopy on (B)(6) 2012, and the procedure went well. The procedure was reportedly completed using the same device, and there was no pt complications reported during the procedure. However, the pt returned to the user facility at night due to some unspecified symptoms. The user facility staff reported that the pt was admitted and became an in-patient. The pt is reportedly doing fine, but it is unk if the pt has been discharged or still in the hosp. The user facility staff refused to provide specific info regarding the pt's info, or diagnosis. The staff indicated that the subject device was removed from the cycle of use and was isolated after the said procedure. The device was said to have been pre-cleaned at bedside, manually cleaned and was reprocessed in a steris reliance automated endoscope reprocessor (aer). The subject device was returned to olympus for eval. The eval found a slight residue and debris inside the instrument channel, channel mount, suction channel and cylinder unit, which likely due to insufficient cleaning. There were scrape and shear marks at the biopsy channel wall at the bending section area. The bending section cover glues were worn, cracked and discolored due to chemical damage. The objective lens was chipped, and there were nicks/dents on the distal end cover. The insertion tube was peeling. This report is being submitted as a medical device report in an excess of caution.